Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall and causing diaphragmatic stimulation. The lead was explanted and replaced successfully. No additional adverse patient effects were reported.